Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed behind the display. The reporter noted that the battery cap was loose and there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-aug-2019 with the following findings: during investigation, a leak test was performed, and a leak was identified due to the cracked pump case. The pump cover was opened, and moisture was found throughout the internal components. Moisture and corrosion was found on all the boards and under the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Additional device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: the pump was returned without the battery cap. No damage to the battery compartment was observed. A test battery cap was able to tighten fully to the pump.